Event description:
It was reported that a mtp (metatarsophalangeal joint) plate broke through the kwire hole on the plate. Six weeks after the initial surgery the sales representative received information about a revision surgery on the patient.

Event description:
It was reported that a mtp (metatarsophalangeal joint) plate broke through the kwire hole on the plate post op. The plate was replaced with a competitor product during the revision surgery.

Manufacturer narrative:
Correction, b5. Additional information, d4: UDI.

Event description:
It was reported that a mtp (metatarsophalangeal joint) plate broke through the kwire hole on the plate post op. The plate was replaced with a competitor product during the revision surgery.